Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported burning at the implantable neurostimulator (ins). The patient turned the stimulation off. It was noted there was a fall that could be related to the issue. It was noted the onset of the burning at the ins was sudden. The patient noted pressing on the ins makes the burning. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.